Event description:
It was reported the patient underwent peripheral central venous catheter placement, and when the catheter was placed in preparation for stripping the silicone sheath, incomplete stripping occurred, increasing the patient's bleeding. Additional information received 07/22/2024: the catheter placement personnel were unable to tear the puncture sheath open and ended up cutting it open with scissors. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of an improper microintroducer sheath peel is confirmed; however, the exact cause is unknown. One photograph of a microez microintroducer was returned for evaluation. An initial visual observation of the photograph showed a peeled microintroducer sheath. What appeared to be extra material was observed on the t-handle. However, the details of the fracture site could not be seen clearly in the returned photograph. Use residue was observed in the returned photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported the patient underwent peripheral central venous catheter placement, and when the catheter was placed in preparation for stripping the silicone sheath, incomplete stripping occurred, increasing the patient's bleeding. Additional information received 07/22/2024: the catheter placement personnel were unable to tear the puncture sheath open and ended up cutting it open with scissors. No other information was provided.